Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed battery test, weak battery and off no power anomaly. Customer's blood glucose level was 154 mg/dl. Troubleshooting for failed battery test was performed. Customer advised they replaced the battery 4 times and received the failed battery test each time. Customer advised the day before they received a weak battery alarm and off no power alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected off no power anomalies, failed battery test alarms or weak battery alerts were noted during testing. The pump passed the displacement and off no power tests. The operating currents were within specification. The pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a stained end cap sticker.